Event description:
It was reported that during a hospitalization, a patient was placed on an external pacing generator (epg). At one point, the patient suddenly became asystolic. A full arrest was initiated and the nearby clinicians began administering CPR. During the clinicians' rescue efforts, it was noted the battery drawer on the epg was open. The battery drawer was closed and the epg immediately began pacing and capturing. The patient's rhythm was stabilized. No further patient complications were reported as a result of this event. An additional report was received, stating the epg was attached to another patient, who was being paced atrially. A nurse noticed the battery light flashing. When the battery was changed, the epg would not turn on and did not maintain power.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. The previous batteries were put back in the device and both atrial and ventricular pace lights turned on but the rest of the monitor remained off. The patient had their own stable intrinsic rhythm and it was reported that 'no harm done'. A new pacer was attached to the patient.